Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays, frozen displays, or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a hardware problem and due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and also had frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.